Event description:
The report states two iabs were used on one patient. Neither balloon fully inflated when attempted. Both iabs were inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine". Additional information received on 18 jan 2024 states that a 3rd iab was used and was unable to inflate. However manual inflation was attempted that resulted in successful inflation of the iab balloon. All 3 catheters were inserted at the same insertion site. Additional information received on 22 jan 2024 states that the patient died on (B)(6) 2023. The reported cause of death is large pericardial effusion, consistent with acute hemopericardium secondary to myocardial rupture. The patient's hospital course details a late presenting mi, pci, iabp, cardiogenic shock, code, death. There was no document past medical history prior to this hospitalization. The customer has stated there is no further information available on this event. See associated mdrs #3010532612-2024-00011 and #3010532612-2024-00012

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. No serial number was reported; however, the serial number on the returned sample is (B)(6). Upon return, the distal end of the teflon sheath was noted at approximately 27.3cm from the iabc distal tip; clear fluid/liquid blood was noted within the teflon sheath sidearm. The one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was loosely wrapped. No kinks, bends or visual abnormalities were noted to the returned sample. Dried blood was noted on the exterior surfaces of the returned sample; no blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0074in-0.0077in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using a lab inventory 50cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no damage noted. During functional testing, the iabc bladder inflated and deflated completely including the distal and proximal portion of the bladder with no alarms noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.